Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook web extraction basket was used to capture a 2.5 cm stone in the common bile duct. It was impossible to close the basket and the nylon wire from the system has broken preventing the gallstone removal. Clarification was requested regarding the nature of this occurrence. We were informed that the stone was impacted in the basket without the possibility of removing it. They were attempting to perform mechanical lithotripsy with a soehendra lithotripter. The pt was referred to surgery for removal of the basket. A section of the device did not remain inside the pt¿s body. The pt did not require any add¿l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the product said to be involved was not returned for eval. This limits our ability to conclusively determine a cause. We can advise that buckling of the drive cable can occur if the handle is moved back too far. And then pushed back into place. Breakage at this area may occur if extension and retraction of the basket is repeatedly attempted after buckling of the wires has occurred. For endoscopic advancement, the basket must be fully retracted into the outer sheath. Further retraction of the basket is not necessary. The instructions for use for the web extraction basket includes the following precaution: pulling on the sheath while advancing or retracting basket may damage device, rendering it inoperable. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web extraction basket instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. Basket impaction is identified as a potential complication per the instructions for use. Prior to distribution, all web extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.